Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 53 total events were initially reported. 53 previously reported events are included in this follow-up record.   Product return status 52 devices were received. 1 device was not available for evaluation.   Event confirmation status 35 reported events were confirmed; the cause traced to component failure. 17 reported events were not confirmed. Evaluation results 35 devices were found to be affected by internal corrosion. 3 devices were found to be affected by internal corrosion and worn internal components. 9 devices were found to be affected by internal mechanical damage. 4 devices were found to be affected by internal worn components. 2 devices were found to be affected by internal worn components and internal mechanical damage.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 40 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 10 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 53 events were reported for this quarter. Product return status: 51 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 18 events were confirmed during testing. 15 devices were found to be affected by corrosion. 1 device was found to be affected by corrosion and worn bearings. 1 device was found to be affected by wear damage of internal components. 1 device was found to be affected by a mechanical issue with the housing bearing. 4 reported events were not confirmed during testing; however: 2 devices were found to be affected by corrosion. 1 device was found to be affected by debris within the internal assembly. 1 device was found to be affected by wear damage of internal components. 29 device evaluations are in progress. Additional information: this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 40 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 10 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 53 total events were initially reported. 14 previously reported events are included in this follow-up record.   Product return status 14 devices were received.   Evaluation status confirmed 7 reported events were confirmed during testing. - 4 devices were found to be affected by corrosion. - 3 devices were found to be affected by bearing damage. Not confirmed 7 reported events were not confirmed during testing; however: - 3 devices were found to be affected by corrosion. - 4 devices were found to be affected by mechanical component damage.   Additional information 53 devices were not labeled for single-use. 53 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 53 </noe> malfunction events in which the device reportedly overheated. 40 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 10 events had patient involvement; no patient impact. 1 event had no information received.